Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.